Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level, which remained at 113 mg/dl. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.